Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with persistent low flow alarms. The alarm continued to sound while the patient was at the center. Labs were pending, results were not provided. The outflow graft (ofg) was to be reevaluated based on the last echocardiogram/CT scan findings. The cause of the low flow alarms was reported as of occlusion. The patient had significant stenosis found within previous CT angiography (cta) from an unspecified date which showed one focal area. The repeat cta during the this admission found multiple areas. The patient underwent stenting of the ofg. On (B)(6) 2018 it was reported that the patient was home, and the event had been resolved.